Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a malfunctioning temperature cable. However, this cannot be confirmed. Mss explained they should change temperature in cables if they receive erratic patient temperature alert again on this device. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use by a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the user-initiated therapy using arctic sun device with serial number (B)(4) but changed it when they were getting alerts about low flow and erratic patient temperature. Now they were using arctic sun device with serial number (B)(4) but they were getting alert 113 (reduced water temperature control). Patient temperature was 35c, the target temperature was 33c, the water temperature was 21c, the flow rate was 2.9lpm, the chiller temperature (t4) was 4.4c, the mixing pump was 100%, the pump hours were 4219 and the system hours were 4317. Ms & s advised to send serial number(B)(4) to biomed labeled with alert 113 (reduced water temperature control) and not cooling. The user changed back to serial number (B)(4) and the flow settled at 3lpm. Mss explained they should change temperature in cables if they receive erratic patient temperature alert again on this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user-initiated therapy using arctic sun device with serial number (B)(4) but changed it when they were getting alerts about low flow and erratic patient temperature. Now they were using arctic sun device with serial number (B)(4), but they were getting alert 113 (reduced water temperature control). Patient temperature was 35c, the target temperature was 33c, the water temperature was 21c, the flow rate was 2.9lpm, the chiller temperature (t4) was 4.4c, the mixing pump was 100%, the pump hours were 4219 and the system hours were 4317. Ms & s advised to send serial number (B)(4) to biomed labeled with alert 113 (reduced water temperature control) and not cooling. The user changed back to serial number (B)(4) and the flow settled at 3lpm. Mss explained they should change temperature in cables if they receive erratic patient temperature alert again on this device.